Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from two (2) different patient samples that were generated by the access 2 instrument. Patient a: an initial accu tnl result was 2.75 ng/ml and 0.01ng/ml upon repeat. Patient b: an initial accu tnl result was 0.83ng/ml and 0.03ng/ml upon repeat. Corrected reports were sent for patient a and b. The customer did not receive any report of any injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.